Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support to report an ¿air detected in cassette¿ error message while in dwell 4 of 4 during the pd treatment. Technical support assisted the patient in rebooting the cycler but when the patient turned the cycler back on, she noticed that a towel she had placed underneath the cycler was wet. The patient canceled the treatment and removed the cassette from the cycler but could not find any holes or leaks in the back of the cassette or any signs of liquid inside the cycler cassette compartment. Technical support issued a cycler replacement and advised the patient to discontinue the use of that cycler and follow up with the pd nurse regarding this incident. The patient indicated that she would use continuous ambulatory peritoneal dialysis (capd) to complete the treatment while waiting for the new cycler to arrive. Additional information was solicited but not made available. The set was not made available for evaluation.